Event description:
It was reported that in the operating room right after placement of the sheath, blood was found leaking from the connection between the sideport hub and the stopcock. As a result, the sheath was removed a new kit was opened and used without issue using the same insertion site which was the left internal jugular vein. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
Complaint no. (B)(4). The device will not be returned.